Event description:
It was reported that a clearlink blood transfusion set had air in the line. This issue was observed during patient infusion. The reporter stated that the customer attempted to remove the air from the line with a syringe, but was not successful. Instead, more air was pulled into the line. The transfusion set was replaced and the infusion was completed without further interruption. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause could not be determined, as no evidence of product malfunction was observed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received by baxter; however, the evaluation is not yet complete. Visual inspection revealed no visible defects that could have caused the air in line event. Functional testing did found that the device performed within specification. The initial evaluation could not confirm the reported condition. Should additional relevant information become available a supplemental MDR will be submitted.